Event description:
On (B)(6) 2019 it was reported the patient received the following results within 10 minutes: 275 mg/dl and 125 mg/dl. On (B)(6) 2019 it was reported the patient received the following results within 10 minutes: 250 mg/dl, 450 mg/dl, and 550 mg/dl.